Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to loose and or protruded drive support disk. The compromised force sensor system alarm was unable to be confirmed due to motor error alarm. The pump passed the displacement test, self-test and unexpected restart error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracks on display window, and severely scratched display window noted.

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.